Event description:
It was reported that the fluoroscopy and chest x-ray showed that the right atrial (ra) lead had dislodged and pulled back to superior vena cava (svc). Upon interrogation, the device was reprogrammed by the device clinic nurse. The ra lead was explanted and replaced. The patient was stable throughout.